Event description:
It was reported that during a gynecological procedure, the device was making a clicking noise while activated. The procedure was completed with no patient consequence.

Manufacturer narrative:
Date sent to the FDA: 7/20/2007. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.